Event description:
Patient on kinair IV bed, called staff to room because bed was moving up and down independently. When staff entered patient's room, bed was moving up and down in the air, the head of the bed was going up and down and it was pulsating. Attempted to lower bed but it would not operate by push buttons. Turned bed off and unplugged it but the bed did not stop. Removed patient from bed and reported problem to company.====================== health professional's impression======================unknown.